Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a lead fracture which occurred after a sub-clavian crush on the patient's left side. It was also noted that this rv lead revealed high thresholds and high pacing impedances of 25303 ohms. Upon extraction of the lead the physician noted that the stylet was unable to move past the fractured lead. The physician elected to cut the insulation and the lead was successfully extracted and will be returned for analysis.. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks on all terminal connectors. Suture footprints were found and indicate that the suture sleeve was tied-down on lead body. The rs- coil (all wires) was fractured at the distal end of suture sleeve tie-down. Damage appears to be initiated by a localized compressive stress abrasion. An x-ray revealed a fracture near the distal end of the suture sleeve. Analysis also observed, trilumen insulation damaged (abraded through) and webbing damage on all three lumens analysis concluded that the rs- coil fracture was consistent with reliance fatigue fractures. Visual and x-ray did not find any coils fracture at this location. Due to location and type of damage it is most likely caused by entrapment in the clavicle/ first-rib region. The lead was archived